Event description:
It was reported that during procedure for left middle cerebral artery mca occlusion, after balloon dilation, the physician prepared to implant the subject stent. When the physician attempted to push the stent into the hub of the microcatheter, it was found that the stent delivery wire could not be pushed. Upon inspection, it was discovered that the stent was stuck in the hub and could not be advanced further. The physician withdrew the stent delivery wire, and the stent became deployed 2/3 in the catheter shaft and 1/3 in hub. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.